Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition has been determined to be a user technique error.

Event description:
It was reported that backflow was observed in an infusor before use. The infusor was filled with 56 ml of 5-fu and 100 ml of saline. Since there was no ampule involved, the customer did not use a filter during filing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for further evaluation and contained 120 ml of fluid in the bladder. Upon removal of the fill-port cap, visual inspection confirmed the presence of leakage/backflow coming out of the fill-port. Upon disassembly of the device, a glass fragment was found under the check-band. Based on the finding, it was determined the backflow/leakage was caused by glass fragment introduced into the fluid pathway during fill without the use of a filter. If additional relevant information is obtained, then a follow-up MDR will be submitted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.